Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that patient had both the stimulators removed but the 2 leads still implanted, patient believes they were removed 4-5 years ago. Patient reported that the stimulators were removed because she felt that they never really helped in terms of therapeutic benefit and were turned off for years. The caller also reported that the stimulators were removed b/c they were causing "pain & discomfort". Patient confirmed this was not pain/discomfort from the stimulation as the stimulators were turned off for years but pain/discomfort in the area where the ipgs were located. Information also reported in mtg reference # 3004209178-2021-18370.

Manufacturer narrative:
Concomitant medical devices: product ID: 3058, serial#: (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.